Event description:
It was reported that, "immediately following the surgery the patient has been experiencing extreme pain and she can not work correctly since the surgery. She has noted discoloration/edema of her foot/ankle. Dr. (B)(6) thought the patient was faking her complaints so her case is now being regulated by her primary care physician, dr. (B)(6) she is currently taking oxycodone 1 every 4-6 hours and vicadin every three hours for pain. She currently has a workman's comp case opened regarding a fall at work as a correctional officer where an inmate escaped and her implanted knee dislocated. Her workman's comp legal counsel is t.a. She would like to know if any of her implants are subject to recall."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information pertaining to the device(s) referenced in this report (including x-rays and medical records) was requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.